Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that while the patient was going from a standing to a sitting position they felt something snap. It was further reported that an xray revealed a broken exeter stem at the stem's neck/head junction and a revision surgery was required to replace the stem/head/insert.